Manufacturer narrative:
Product analysis: analysis was able to confirm the stylus was not working. The stylus was damaged and the cursor was not aligned with the stylus. The stylus was replaced, the connection between the overlay and the printed circuit board (pcb) was replaced, and the stylus was calibrated. The hard drive was reconfigured, and the software was reloaded and updated. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the stylus did not work. Different styluses were attempted but the issue remained. The programmer was returned for service. There was no patient involvement.